Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.7%. The 5.1 inr alleged by the customer was observed in the meter¿s patient result memory, but there was no result of 5.1 inr observed on the date of (B)(6) 2020. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4) and test strip lot 43492321 (expiration date = 30-apr-2021). He also stated that the meter did not store the value as it was not present in the meter's patient result memory. A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.3 inr. Ten to fifteen seconds later, a sample from the patient was tested using the meter, resulting with a value of 5.1 inr. The reporter stated that the 5.1 inr value was not stored in the meter's patient result memory. A display check of the meter was performed and the display was complete. The laboratory value of 2.3 inr was believed to be correct and the patient's warfarin dose was decrease based on the value. The dose was changed to 5 mg. On (B)(6) 2020 and (B)(6) 2020 and then 4 mg. (B)(6) 2020 through (B)(6) 2020. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.